Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (243-389 mg/dl), and small to moderate ketones. The cause for elevated bg levels was unknown. Reportedly, the customer delivered boluses and administered manual injections to address elevated bg levels, and drank water to address ketones. System check with tandem technical support was performed and the pump functioned as intended.